Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial/batch: (B)(6). Product family: scs-linear leads-MRI; upn: m365sc43190; model: sc-4319; batch: 32163844.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection.